Manufacturer narrative:
Device return was requested, however, it has not yet been received by the manufacturer for testing and investigation.

Event description:
The event involved a chemotherapy spill that occurred during infusion of oxaliplatin, 174mg in 250d5w, that was administered using an infusion pump and a plum set device. The patient was admitted to the chemotherapy unit at 8am. The infusion of chemotherapy was initiated at 10:30am. At approximately 11:40am, the patient pointed out the leak from the micron filter of the light protected tubing set. The patient had received 169ml of chemotherapy. The spill was approximately 8ml and was noted on the linen covering the chair. Appropriate decontamination measures were taken. The patient received the remaining 81ml of chemotherapy with a new IV set.

Manufacturer narrative:
The reported filter leak/chemo spill was confirmed by investigation. No product samples were received for investigation. However, the customer provided one picture and one video documenting the experienced leak. The leak occurred at the filter inlet air vent. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. Filter leaks at the filter air vents are currently under further investigation at the manufacturing location in costa rica. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
Additional information was received from the customer indicating that there was an approximated 20-30 minute delay in the infusion due to the need to change to a new chemo set, and for the decontamination and containment procedure. There was no adverse event reported during the incident.